Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: the pump was unresponsive with the returned battery cap. There was no audible tone or vibration alert and a blank display. The pump was able to power up with a test battery cap to a blank display screen. The battery compartment was found to be cracked. There was evidence of moisture in the battery compartment. An eeprom component was found to be cracked.